Manufacturer narrative:
A voluntary recall has been initiated for the venovo¿ venous stent system 9f which was product catalog number specific. Reportedly the proximal end of the stent does not immediately expand upon deployment. The proximal end of the stent remains connected to the delivery system. As a result of the field action, this event is being reported as a malfunction reportable event. Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the sample was returned for evaluation. The condition of the returned delivery system confirmed an expansion issue. The stent brake of the inner catheter which had been under the stent during deployment was found shifted to distal with heavy imprints, and superficial damage which was considered an indication that the stent adhered to the stent brake after deployment leading to breakaway and shifting upon removal, which leads to a confirmed result for expansion issue. A definite root cause for the reported event could not be determined. Labeling review: a review of the relevant instruction for use for this product was conducted. The instruction for use was found to address potential complications and adverse events such as incorrect positioning of the stent requiring further stenting or surgery, intimal injury, and malposition. H10: g3. H11: h6(method, result), h9. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during stent placement procedure, the stent allegedly had expansion issue. There was no reported patient injury.

Manufacturer narrative:
A voluntary recall has been initiated for the venovo¿ venous stent system 9f which was product catalog number specific. Reportedly the proximal end of the stent does not immediately expand upon deployment. The proximal end of the stent remains connected to the delivery system. As a result of the field action, this event is being reported as a malfunction reportable event. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Device pending return.

Event description:
It was reported that during a stent placement procedure, the stent allegedly had expansion issue. There was no reported patient injury.